Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the stimulation output from the ins while set to group b was felt in the patient's upper torso, and the patient felt that the stim was "going to her heart" and was causing pain. The patient described this change as sudden. The patient was guided through changing the ins output to group a over the phone and the issues were resolved. Patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.